Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported could not be confirmed

Event description:
It was reported that the patient presented in clinic for a routine follow-up. It was noted during the follow-up that the patient received inappropriate shocks due to right ventricular lead noise. Lead damage was suspected. On (B)(6) 2018, the patient presented for lead revision, where the lead was capped. The physician did not see any lead damage. The patient was stable before, during, and after the surgery.